Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic peritoneal closure, the needle popped off the thread and disengaged to patient's cavity. The surgeon was able to retrieved it.